Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. Treatment was not reported. At the time of this report, the patient had been discharged from the hospital and was recovering from the peritonitis event. Pd therapy was reported to be ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Event date: the patient experienced peritonitis on an unreported date in (B)(6) 2015 the sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.